Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast procedure on an unknown date; and a suture was used. During the procedure, the suture detached from the needle. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2020. A manufacturing record evaluation was performed for the finished device lot number am7524, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: it was received for analysis an opened box with six unopened samples of product code w9918, lot am7524. The complaint sample was not returned for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needles were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The devices performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.